Manufacturer narrative:
(B)(4). Multiple attempts have been made to try and obtain repair information with no customer response.

Event description:
It was reported that when the technician removed the exhalation filter, the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.